Event description:
Catheter inserted on 2/11/97. A couple of days later, bleeding was noted on dressing. Pt's wife took dressing off and noted catheter was broken just below hub. Nurse called and pt taken to ER where all of remaining catheter (14 inches) was successfully removed. Pt is fine.